Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 3. Details of surgery: implant surface not completely covered with bone. On 2023-10-21, loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, abscess and inflammation. No further patient complications were reported.